Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 47 mg/d. Customer was given carbohydrates to address bg. Customer was discharged from the emergency room the same day. The customer alleged that the pump delivered boluses that the customer did not request. Tandem technical support had customer review pumps history and determined that the pump functioned as intended and the cause of the bg level was due to customer input and initiating boluses they did not need. Customer acknowledged and continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.